Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported leak. The reported unexpected medical intervention was a result of case-specific circumstance as additional aspiration was performed. There is no indication of a product issue with respect to manufacture, design, or labeling. Codes removed: health effect- impact code: 2199. Medical device problem code: 2017. Codes added: health effect- impact code: 4641.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4+ degenerative mitral regurgitation (mr) and a prolapsed posterior leaflet for a mitraclip procedure. During the procedure, steerable guide catheter (sgc) was inserted into the anatomy. The clip was inserted into the sgc. Air was observed inside the sgc during the clip insertion. Additional aspiration was needed outside the instruction for use(IFU). Both the sgc and the clip was removed from the anatomy and was replaced with other devices to complete the procedure. The mr was reduced to grade 1-2 post procedure. There was no clinically significant delay.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4+ degenerative mitral regurgitation (mr) and a prolapsed posterior leaflet for a mitraclip procedure. During the procedure, steerable guide catheter (sgc) was inserted into the anatomy. The clip was inserted into the sgc. Air was observed inside the sgc during the clip insertion. Additional aspiration was needed outside the instruction for use(IFU). Both the sgc and the clip was removed from the anatomy and was replaced with other devices to complete the procedure. The mr was reduced to grade 1-2 post procedure. There was no clinically significant delay.